Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the peel-away sheath that came in the kit didn't have the "scoring" along its length. When we tried to peel it away, it wouldn't work. We had to grab the sheath with hemostats and cut the sheath millimeter by millimeter with a pair of scissors along its length while in the patient until it was peeled away. The reported defect was detected during use. The patient condition is reported as "fine." There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Event description:
The customer reports: the peel-away sheath that came in the kit didn't have the "scoring" along its length. When we tried to peel it away, it wouldn't work. We had to grab the sheath with hemostats and cut the sheath millimeter by millimeter with a pair of scissors along its length while in the patient until it was peeled away. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.